Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider (hcp) reported the patient had issues with her right knee. It was unknown if the symptoms were related to the device or therapy. An MRI was ordered. The hcp was unsure if the MRI scan was related, but the patient told her that the spinal cord stimulator was not functioning. Relevant medical history included other chronic intractable pain in the trunk or limbs. No troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.